Event description:
The patient had their generator explanted. The patient leads were left implanted and intact. It was reported that pain at generator site was the reason for the explant. The explanted generator was noted as not available for return. No additional relevant information has been received to date.